Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. After a guide wire crossed the lesion, a 3.0mmx220mmx150cm coyote balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. Dilatation was performed using a non-bsc balloon and the procedure was continued. The procedure was completed with a different device. No patient complications were reported.